Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged between 35-122 mg/dl; cause was due to receiving too much insulin from an alternate pump. Customer addressed bg level by drinking juice and water. It was reported that resistance was experienced during the fill process and that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, a new cartridge was filled, syringe needle change was performed, and loaded successfully.